Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The reported issue could not be confirmed. Because the reported issue was not confirmed, a root cause could not be determined. Corrective actions are not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with feeding bags. Customer reports the feeding bags were leaking at the connection of the bag to the tube. Also, the tubing has disconnected from the piece that connects to the extension set.